Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14june2019. Customer told ts after repairing unit they needed to reprogram the unit. Customer replaced the unit's cpu to resolve the reported issue and ts provided necessary information to program the unit. Unit successfully programmed and ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had error code of failed backup alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.